Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the atrial lead exhibited noise episodes. The physician elected to continue to monitor the patient; the patient was in good condition.